Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a no power error. Customer stated that the pump has been alarming since last night. Customer's blood glucose was 7.7 mmol/l. Customer checked the alarm history and the customer had to change the battery alarm 2 times. Customer had an error and the delivery stopped. Customer stated that it occurred twice last night. Customer changed the battery twice and has been receiving an alarm once every 4 hours. Customer was advised that the insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was returned for power error alarm. Detailed trace analysis confirmed alarm was triggered when backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes. Analysis of micro timer in detailed trace confirmed that the root cause is the non-sleep anomaly software error. The insulin pump received with minor scratched lcd window, cracked battery tube threads and scratched case.